Manufacturer narrative:
(B)(4). The insulin pump had a flashing white lcd due to cracked lcd controller. Analysis was unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to flashing white lcd. The insulin pump was received with severe scratches on casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and peeling end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump's screen was scratched. Customer's blood glucose was unknown at the time of the incident. The device was replaced and customer will send the product back for analysis